Event description:
The lay user/patient called lifescan (lfs) on july 22, 2008 and alleged that a one touch ultra meter would not power on. The medical affairs specialist is classifying the complaint based on the available information, as the patient could not be contacted by phone to obtain the additional information. The patient's son, the reporter indicated that the alleged issue started around two weeks before. The reporter mentioned that the patient was taking using usual dosage of diabetes medication, 20 units of humulin in the morning and 10 units in the night during the issue. On the day prior to original date at around 12:00 pm, the patient was reportedly feeling dizzy and weak. She reportedly, received assistance from the emergency room. Her blood sugar was tested at the emergency room. However, the reporter was unable to recall the reading received. She was reportedly treated with IV fluids at the emergency room. The customer service agent (csa) verified that the patient was using correct test strips, the patient replaced the batteries as per the owner's manual, the batteries were installed correctly, the condition of the battery contacts was good, there was no misuse of the product and the patient did not attempt to download the meter recently. Replacement products have been sent to the patient. This complaint is being reported as an adverse event, as the reporter alleged that the patient received assistance from the emergency room and was treated with IV fluids after the reported issue started. It is unknown whether the patient was treated for low or high blood sugar.

Manufacturer narrative:
Lifescan has requested the return of the subject products for evaluation, but has not yet received it. If the products will be returned, lifescan will evaluate it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.